Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The lg prong was bent causing heavy restriction when inserting it into the light processor. The rubber was cut, and excessive frayed wires were found on the bending mesh. Minor chip on the objective lens glue was found. The device passed the water dunk test. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A biomed technician from a user facility reported a service portal image problem. The light source adapter was bent. No patient involvement or injury was reported. The issue was found during preparation for a procedure. The device was swapped with a working device to complete the procedure. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿